Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an avx thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and it was observed that the power pulse adapter cap that is on the power pulse adapter was missing. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the device stopped during aspiration. An avx® thrombectomy set was being used in a thrombectomy procedure. During active aspiration a "check saline supply" error message occurred and stopped aspiration. The procedure was exchanged and the procedure was completed with no patient complications reported.